Event description:
Follow up identified that the patient underwent surgical intervention on (B)(6) 2020 wherein the migrated lead was pulled back into place, restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-13072. It was reported that the patient was experiencing stimulation in an undesired location. X-rays revealed that one of the patient's leads migrated. Surgical intervention may be pending to address this issue. It is unknown which lead migrated, therefore both are being reported.